Event description:
It was reported that t:slim x2 pump battery would not charge despite use of standard charging equipment and a working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer confirmed presence of a power source alert, left pump connected to wall adapter for extended period, and pump subsequently began charging, so no further assistance was required and pump shutdown did not occur.